Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-l, serial/lot #: (B)(4), ubd: 14-dec-2018, (B)(4); product ID: evolutr-29, serial/lot #: (B)(4), ubd: 18-jul-2019, (B)(4). Product analysis: the valves and delivery catheter system (dcs) were not returned, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve dislodged. A 24 millimeter (mm) balloon aortic valvuloplasty (bav) was performed. A 29 mm valve was attempted to be implanted, however, at 80% deployment, ventricular tachycardia developed due to an obstruction of the coronary ostia. The 29 mm valve was recaptured and removed. A third valve (26 mm) was attempted to be implanted with a new delivery catheter system (dcs), however when the valve crossed the aorta and was just about to be deployed, the patient was still unstable and ventricular tachycardia was still reported. The valve and dcs were removed from the patient. The first valve was removed surgically and a bentall procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event and date of death b5 - additional information was received information that during the implant of the valve (b958419), a post balloon aortic valvuloplasty (bav) was performed. The reason for the bav was possibly performed as the previous bav was not sufficient to open the native valve. One day following the explant of this transcatheter bioprosthetic valve, open heart surgery was performed. The patient died following the open heart procedure. Per the physician, cause of death was sepsis. It is unknown if an autopsy was performed. H6 - patient code additional code - (B)(6) impact code corrected data: e3 - occupation, h8- usage of device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. Imaging was provided to medtronic for review. One still image provided with the complaint confirmed that the valve dislodged during the deployment process. It also appeared that there was a pigtail catheter in the center of the valve. No coronary flow could be seen. Since the image provided was a still image, it was not possible to confirm the reported series of events (e.g., bav, deployment of 2nd valve and 3rd valve, surgical removal of the first valve, etc.). The patient¿s executive summary was also reviewed. The summary confirmed that the patient possibly had a bicuspid valve with moderate calcium fusing the right and non-coronary cusps. There was also calcium in the left coronary cusp. According to medtronic¿s best practices for bicuspid sizing, the 26 mm valve was appropriate. The patient¿s sinus of valsalva size was of adequate size to allow for perfusion of the coronary vessels. Based on the information received and the image review, a root cause for the valve dislodgement and the occlusion of the coronary ostia could not be conclusively determined. The device history records for the second valve (d015943) were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Updated section h.6 method, results, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.